Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 30 mmol/l with increased thirst after discovering that the battery compartment was cracked. The reporter indicated that blood glucose levels were brought back under control using injections. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation that the pump battery compartment was cracked.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no crack observed on the battery compartment. Battery cap was not returned with the pump for investigation. A new test battery cap was used and the cap was able to fully attach to the pump with no yellow o-ring showing. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.